Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the louver cover and inner gantry cover were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was damaged when it hit a patient bed. No patient was present.